Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a routine colonoscopy using the subject device, the following occurred. As a result of a polypectomy in the distal sigmoid region while withdrawing the subject device, the patient suffered an arterial bleeding. The user stated that the bleeding was caused by an invisible blood vessel beneath the polyp and was not due to any malfunction of the subject device or user's operations of it. The clinical team used the white light imaging (wli) and the relative dose intensity (rdi) sparingly to identify the bleeding point for two hours to identify the bleeding point for applying the hemostatic clip, but could not identify the bleeding point because there was so much blood loss and clotting that they could not see the mucous membrane clearly. During the two hours, two units of blood were used for transfusion, and the patient was transferred by airplane to another hospital for further treatment. Currently the patient is stable after 3 hemostatic clips were applied at another hospital. The patient passed all pre-admission screening questions and there were no pre-existing conditions that would have prevented her from having a colonoscopy. Because the user did not believe that the bleeding was caused by the subject device, the user used the subject device to other patient on the following week.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event (arterial bleeding) could not be conclusively determined. However, based upon the reported information, omsc was surmised that the reported event was not caused by the subject device but was the result of polypectomy. If additional information is received, this report will be supplemented.